Event description:
The customer reported an olympus cystonephrofiberscope's tip of the sealing cable no longer snapped in place. It is unknown when the event occurred. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.